Event description:
Ous MDR -one day after implant, this lead was revised due to a sub-optimal implant location. On (B)(6) the patient felt diaphragmatic stimulation and went to the hospital where the rv lead showed a pacing threshold > 7.5 v @ 1.5 ms. X-ray shown the lead with the screw exposed, was shifted from the septum and also the atrial lead wasn't in the same position and was stretched. On (B)(6), the physician remove and replaced this lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil were found. These damages were caused presumably by overrotation of the inner coil during the extension or retraction of the fixation helix. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Cuttings in the insulation were also observed. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.